Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 health effect - clinical code - e1803 nodule.

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2024. On approximately (B)(6) 2024, the patient experienced a skin reaction with an infection. The patient developed a big knot and pain at the insertion site and decided to remove the sensor. On (B)(6) 2024, the patient consulted her endocrinologist who prescribed an unspecified course oral antibiotic medication for the infection. At the time of report the patient was doing well. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional event or patient information is available.